Event description:
Iabp (intra-aortic balloon pump) alarms helium loss no abnormal findings noted. Iabp alarms "helium loss" again. Condensation, then blood observed in driveline. Pump stopped and driveline immediately clamped. Upon attempted removal of catheter, resistance met. Vascular surgery, they recommended surgical removal of the catheter.